Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including death, stoke and worsening heart failure have been associated with use of this device the IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was vent dependent after lvad implant; per family this was not per patient's wishes. Another family conference was held with physician, other medical team members, the patient's son in law and granddaughter. One physician had encouraged them to reconsider withdrawing the ventilator and attempting to lessen the sedation, pointing that there was no specific organ failure present and that there may still be a chance of recovery. The family was also informed about the long road ahead; that it may be very long and there is still a chance that he may not survive hospitalization. The family's decision was made on what patient would have wanted; that the patient would have considered to be "excessively burdensome" had he remained vent dependent. The patient expired on the (B)(6) 2016 after being terminally weaned.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event based on device history review show no discrepancies noted that may have caused the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event.